Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated around 3:30am, his wife woke up to go to the bathroom and stated she always checks on the patient when she wakes up. When she checked on the patient, he was sweating, shaking and making noises. The patient¿s wife called 911 and when she checked the cgm his value was 116 mg/dl. The 911 dispatcher had the patient¿s wife check the patient¿s blood sugar with a meter and the bg meter was reading 28 mg/dl. When the emergency medical technician¿s (ems) arrived, they checked the patient¿s blood sugar and administered the patient with a glucose solution via intravenous (IV) therapy and brought the patient¿s blood sugar to 121 mg/dl. The patient regained consciousness and the emts gave him a peanut butter sandwich to eat and milk to drink. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.